Manufacturer narrative:
The company rep examined the sys and found the sys locked up. The company rep checked the contacts of the plates and cables. The host module was removed, cleaned, and replaced. The company rep then tested the system's functions and found it to be working properly. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to a boot up issue; the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the sys "locked up" during a procedure. An alternate system was used to complete the case following a 20 min delay. There was no harm to the pt.